Event description:
Completed the byte aligner program. Having worsened periodontal issues during and after aligners. Received an urgent discontinuation of device notice from byte after treatment was completed. Never received a final retainer after asking at least 6 times and after paying for lifetime replacements and they are completely unwilling to call me after asking multiple times to speak with a "live person". Exorbitant dental costs of which I feel the aligners are responsible for some if not all. (B)(6) ¿ researched. No dental visits required / do at home. (B)(6) 2024 ¿ ordered molding and aligners (B)(6) impression kit (B)(6) 2024 ¿ paid for treatment (B)(6) aligners plus (B)(6) unlimited lifetime retainers (B)(6) 2024 ¿ told to visit a dentist and remove lower permanent retainer (B)(6) 2024 ¿ new dentist visit who required a full exam (B)(6) 2024 ¿ aligners delivered (B)(6) 2024 ¿ removed retainer with dentist (B)(6) 2024 ¿ perio 1st visit left side with dentist (B)(6) 2024 ¿ perio 2nd visit right side with dentist (B)(6) 2024 ¿ crown with dentist (B)(6) 2024 ¿ remaining fillings dentist (B)(6) ¿ 1st and 2nd requests were text messages to "support" who was the original contact by phone who took my payment. No response. (B)(6) 2024 ¿ 3rd request. (B)(6) 2024 ¿ 4th request (B)(6) 2024 ¿ 5th request (took screen shot this time). (B)(6) 2024 ¿ 6th request (B)(6) 2024 ¿ cleaning and was referred to specialists for a root canal + gum dentist with dentist (B)(6) 2024 ¿ root canal exam with (B)(6). Determined that a root canal would not be necessary (B)(6) 2025 ¿ (B)(6) gum dentist exam recommend 4 quarters laser surgery. X-rays (B)(6). Estimated cost (B)(6) (have not scheduled yet). (B)(6) 2025 ¿ had my local dentist make me a retainer (B)(6).